Event description:
It was reported that the system got a generator failure error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controller pcb and aec controller were evaluated and replaced. The system was tested and found to be working as intended and returned to service.